Event description:
One patient stated that he experienced a burning sensation in the eyes after using a medical device. Cvs disinfecting lens care solution. Patient medical record is not available.

Manufacturer narrative:
Approximate age of device: less than 1 year.